Manufacturer narrative:
Glare evaluation results: a lens work order search was performed, and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and the work order search, a specific root cause of the event could not be determined.

Event description:
The pt reported the surgeon implanted a 13.7mm micl13.7 implantable collamer lens in his left eye (os) in 2007. The pt reported he has been experiencing severe halos and glare in low light conditions. The icl remains implanted. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.